Event description:
During troubleshooting, caller reported missing/darkened elements of the meter screen display. No adverse event reported. A request was made for the return of the device, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The pt experienced increased pain. The lead(s) had migrated/dislodged. The lead(s) were replaced. The pt recovered without sequelae.